Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the basal software suspended insulin, the graph on the continuous glucose monitoring system was continuing to display data. There was no reported impact to the customer's blood glucose level.